Event description:
It was reported that the user experienced a prolonged low glucose event after earlier corrections for hyperglycemia, with continuous readings in the 40¿50 mg/dl range for approximately 2.5¿3 hours and a lowest reported glucose of 39 mg/dl, while consuming juice, candy, cheese, crackers, and later a cinnamon roll; a fingerstick during the call read 92 mg/dl. Symptoms included tongue numbness without loss of consciousness or need for medical intervention. Outcomes included treatment with oral carbohydrates and recovery without hospitalization. Investigation included review of device behavior and user-reported history, including automated insulin delivery that had suspended as glucose declined and the absence of device alarms other than low glucose. Investigation of this case revealed that the event was consistent with hypoglycemia of unclear cause following automated correction for earlier hyperglycemia, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to attribute the event to a device malfunction or a specific user factor.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.